Manufacturer narrative:
Device code (B)(4): off-label use (acd < 3.0mm) .claim# (B)(4).

Event description:
The reporter indicated that 12.1mm tmicl 12.1 implantable collamer lens of -13.5/1.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6)-2021. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens. Post operative information is not available. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -13.5/1.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens.the exchange resolved the problem. Cause reported as other. "Lens too short." Claim# (B)(4).